Event description:
This report summarizes 225 malfunction events in which the device had paint chips missing. - 225 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h6, h10 223 events were originally reported for this failure mode during the reporting quarter; however, - 3 events were inadvertently excluded.  - 1 event was reported in error. - 225 reported events are included in this follow-up record. Product return status 213 devices were received. 12 devices were evaluated in the field.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 221 events were originally reported for this failure mode during the reporting quarter. - 2 events were inadvertently excluded. - 223 reported events are included in this follow-up record. Product return status 39 devices were received. 181 devices were evaluated in the field. 1 device was not available for evaluation. 2 device investigation types have not yet been determined.

Event description:
This report summarizes 223 malfunction events in which the device had paint chips missing. - 223 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 221 events were reported for this quarter. Product return status: 37 devices were received. 179 devices were evaluated in the field. 5 device investigation types have not yet been determined. Additional information: 221 devices were not labeled for single-use. 221 devices were not reprocessed or reused.

Event description:
This report summarizes 221 malfunction events in which the device had paint chips missing. 221 events had no patient involvement; no patient impact.